Manufacturer narrative:
This report is submitted october 28, 2019.

Manufacturer narrative:
This report is submitted on september 24, 2019.

Event description:
Per the patient's surgeon, the patient experienced extrusion of the receiver-stimulator; subsequently the device was explanted on (B)(6) 2019. The patient was re-implanted with a new device during the same surgery.